Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient underwent revision procedure to address pain. Update (B)(4) 2013 litigation papers received. Litigation alleges physical injury and elevated metal ion levels. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013. Update rec'd (B)(4) 2013 - medical records were received. Records indicate upon revision the metallosis was found in the hip along with fibrous ingrowth of the cup. Also noted was black corrosive material at the junction of the trunnion. The stem and sleeve are being added to the complaint. The complaint was updated on: (B)(4) 2013.